Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. User later confirmed customer were able to access the pocket and requested cancellation. A follow up call was made the next day to verify resolution, and it was confirmed that the pocket had been replaced and the patient received the required medication. The system functioned as intended after customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 pocket was failed and required maintenance. Customer tried to reboot and recover, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.